Manufacturer narrative:
Concomitant product(s): product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller screen showed a software problem (screen 99) message. The patient (pt) contacted the manufacturer representative (rep) and was directed to remove the battery pack and reinsert however, the pt stated that though it helped. He kept on getting the same message later. The pt was trying to adjust their settings when the message was seen. A software problem with options was seen. However the pt did not recall and did not write the options down. The pt stated that they could not decrease the stimulation and it was too high at night. The pt reported a sudden change and stated that at night, he turned the stimulation very low before he went to sleep. It was mentioned that the pt did not intend to follow up with any health care professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the problem they were having was taken care off and it was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.